Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to perform open heart surgery on a 63-year-old male patient, the device successfully discharged at 10j. However, the device was unable to discharge using internal paddles after the first discharge. Complainant indicated that the clinician obtained another set of internal paddles to continue treating the patient. Two 30j discharges were subsequently delivered to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will be shipped next week.